Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead had a history of chronically high thresholds. It was noted that sensing was chronically low. The physician elected to replaced the lead during a routine generator change. The lead was capped and replaced. No patient complications have been reported as a result of this event.